Event description:
On 20-nov-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 561 mg/dl. The user was transported to the hospital where they were treated intravenously with dextrose. The user was discharged on (B)(6) 2025.